Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, battery tube, motor and vibrator assembly noted. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6)2021 19:17:00.000 and (B)(6) 2021 19:27:00.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the force sensor. During visual inspection, corrosion was also found on the pcba1, pcba2, battery tube, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image on the screen. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.